Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-12674. It was reported that the right atrial and right ventricular leads were fractured. The leads were capped and replaced on (B)(6) 2010. It was noted that the helix of the right ventricular lead was retracted before capping. The patient was stable.

Manufacturer narrative:
A partial lead (only the middle portion) was returned in one piece measuring 37.1 cm. The reported event of was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found internal abrasion was found breaching the re cable lumen at 1.0 ¿ 1.4 cm, 8.2 ¿ 9.4 cm and 3.3 - 4.0 cm, and rv cable lumen at 3.1 ¿ 4.9 cm and 6.9 ¿ 7.9 cm from the distal end of the svc shock coil. The ptfe liner and etfe cable coating were found undamaged at these location.